Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a delivery anomaly. The customer reported that she did not think the insulin pump was delivering that much insulin or under delivering. The customer reported that after bolusing 16 units of insulin, the insulin came out bursting. The customer's blood glucose level ranged from 140 to 400 mg/dl. The customer could not complete troubleshooting and stated she would monitor the insulin pump.